Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported the procedure was performed to treat a de novo lesion with mild tortuosity and 90% stenosis in the distal left anterior descending (lad) coronary artery. The patient presented with angina. A 2.0 x 12 mm semi-complaint balloon was used to for pre-dilatation. A 2.75 x 48 mm xience xpedition stent was deployed at 16 atmospheres. Fluoroscopy revealed a dissection at the proximal end of the stent implant. Another xience xpedition stent was used to treat the dissection. No additional information was provided.